Event description:
It was reported that there was a communication problem. The patient met with the manufacturer representative to do a physician mode recharger (pmr) the day of the report. When the patient got home they had the power on reset (por) message, but didn¿t continue to recharge. The patient tried to the day of the report but wasn¿t able to get anything other than the reposition antenna message. The patient didn¿t have patient programmer batteries to use in the programmer to confirm the status. Most likely, the patient got the por message and then it went back into the overdischarge state. The patient hadn¿t recharged the implant for two years due to a car accident. The manufacturer representative (rep) noted that the patient was thinking of getting a non-rechargeable implant anyway. The battery was never out of overdischarge. It had been in overdischarge for two years according to the patient and the patient was not able to recharge due to health reasons. The patient was having a replacement on (B)(6). There was a battery replacement. They were going to replace the implantable neurostimulator (ins) with a primary cell and move it to the anterior of the patient. The battery replacement was due to charging issues. It was noted that the unit was very loose. The patient was noncompliant and had issues charging since implant. There was no therapy at the time of the report. On (B)(6) 2015, the patient underwent ins replacement. The lead tail insulation was observed to be damaged/missing insulation. Anew ins was connected to a new extension, and the extension was capped. The patient would return to the operating room in 2-3 months after the report for a lead replacement during which time the lead would be connected to the extension. The patient would then receive therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that device interrogation prior to the replacement revealed a non-functioning generator.

Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3550-29, lot# n235359, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3986a, lot# n142878, implanted: (B)(6) 2009, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: 3986a, lot# n142878, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results of the stimulator (B)(4) resulted in in the stimulator battery overdischarged and permanently damaged. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was scrubbed in and ready for a lead revision due to a broken lead. The lead was not attached to extensions because it was fractured. The location of the lead issue was the distal end, at the insulation before electrode three. Most tail contacts were visualized as broken and proceeded to break off upon an attempt to introduce into the extension header block. During the revision the fractured lead was removed from spine and a new lead was placed. All parts of the lead were explanted. The patient was doing well and was receiving effective therapy and all impedances were normal. Additional information received reported that device interrogation prior to the replacement revealed a non-functioning generator. Some of this information was previously reported under manufacturer report # 3004209178-2015-09662. Further information regarding this event will be reported under this report #.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.